Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 10/26/2021 h.6. Investigation: customer returned 2 unused 8mm, 31 gauge, pen needles from lot 0245173 and 2 used 8mm, 31 gauge pen needles from an unknown lot (teardrop label not returned). Each of these pen needles was inspected prior to testing. No damage to the pen needles were found. Each pen needle was then attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. The saline exited the pen needles without issue. No defects were observed and the pen needles function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of needle clogs. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was unable to prime. The following information was provided by the initial reporter :   the consumer reported no insulin flow during priming and many of them are not releasing insulin so they were discarded. Samples : available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ short pen needle was unable to prime. The following information was provided by the initial reporter :   the consumer reported no insulin flow during priming and many of them are not releasing insulin so they were discarded. Date of event : unknown. Samples : available.